Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. The inner and outer insulation of the lead was extrinsically breached due to a cut. Due to the length of implant and the minimal amount of blood ingress it is likely that the cut occurred during the explant. All electrical testing was within specified parameters. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that noise was present on the right ventricular lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.